Manufacturer narrative:
This is default text configured for block h10.

Event description:
Severe pain which limits her to walk as it is so painful when pulling up the leg. [Gait disturbance]. Swollen knees (both knees) with "pain in the whole leg going down". Patient described it as a severe pain which limits her to walk as it is so painful when pulling up the leg [joint swelling]. Swollen knees (both knees) with "pain in the whole leg going down". Patient described it as a severe pain which limits her to walk as it is so painful when pulling up the leg [pain in extremity]. Case narrative: this is a serious spontaneous case received from a consumer in united states. This case concerns a female patient of unknown age who experienced: on an unknown date: swollen knees (both knees) with "pain in the whole leg going down". Patient described it as a severe pain which limits her to walk as it is so painful when pulling up the leg, (joint swelling), serious (disability), reporter causality: related, company causality: related. The patient was administered euflexxa (sodium hyaluronate) solution for injection. The dose, route of administration, and indication were not reported. The product batch number was not reported. The patient had 3 consecutive euflexxa injections on (B)(6) 2025, (B)(6) 2025. Reported narrative: patient had her 3 consecutive euflexxa injections on (B)(6) 2025. Patient stated that after the 3rd injection, her two knees began to swell and has leg pain. She hoped it would stop over time, but it didn't. Patient went back to her hcp 1 month after the 3rd injection. Her hcp prescribed her with painkillers - meloxicam 7.5mg tab once a day. She is still taking it as to date. Hcp also recommended physical therapy. Patient confirmed she had sessions with physical therapy, but pain did not stop. Until today, patient is experiencing swollen knees (both knees) with "pain in the whole leg going down". Patient described it as a severe pain which limits her to walk as it is so painful when pulling up the leg. No other information provided. Lot/batch number: not provided. Expiration date: not provided. No concomitant medication was reported. Action taken to euflexxa was unknown. Dechallenge was unk, rechallenge was unk. At the time of reporting, outcome of joint swelling: not recovered; outcome of pain in extremity: not recovered; outcome of gait disturbance: not recovered. Case listedness is unlisted. Sender comment: the contribution of sodium hyaluronate to patient severe knee pain joint swelling of both knees and gait disturbance could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: e2b company number = us-ferring-fmc-event-007225 e2b report duplicate = fmc-event-007225 internal # - others = fmc-case-030321.